Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power loss and replace battery now without a low battery alert. The customer's blood glucose was unknown at the time of the incident. The customer reports the alarms are recurring. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. Unexpected power loss alarm, low battery alarm, replace battery now, replace battery alert and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the insulin pump alarmed power error when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at printed circuit board the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, and minor scratched lcd window.